Event description:
It was reported that a caucasian female patient involved in a clinical study underwent a breast reconstruction revision surgery with implantation of a 415cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade ii capsular contracture of her breasts after consulting with a medical professional. As a result, she underwent surgical intervention involving skin adjustments and capsulotomies. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-14897 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).